Event description:
It was reported that the surgeon removed and upsized insert thickness to a #5 22mm ts.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and no medical records or x-rays were made available for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the surgeon removed and upsized insert thickness to a #5 22mm ts.